Event description:
It was reported that a low lead impedance alert via merlin transmission for a patients rv lead. Rv lead impedance trend was not able to be accessed while capture and sense were stable. Patient would be scheduled for an in-clinic device interrogation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. E3: company representative.